Event description:
Procedure type: pancreas. According to the reporter: info modified: the device didn't move even the knob was pushed, the handle was once released and set onto tissue and knob was pushed again, it moved but the surgeon had strange feeling in pushing. The knob could be pushed completely and retrieved, staples in proximal half of the jaws engaged but they didn't formed properly and staples on distal side fell off.

Manufacturer narrative:
(B)(4).